Event description:
Healthcare worker experienced white discoloration that changed to red on the right forearm and right palm, after handling a completed load. Employee treated with cold water. Employee was sent to ER per facility policy, however did not apply the salve that was provided. Symptoms lasted 7- 8 hours and were gone by the end of the workers shift. Vaporizer plate reported to be in place.

Manufacturer narrative:
As a result of asp's on-going post-marketing surveillance related to the sterrad 100s sterilization system, asp has developed a new vaporizer plate that is easier to install and more resistant to accidental dislodgement. This change was initiated in response to reports involving minor hydrogen peroxide contact resulting in transient skin burns from customer using the sterrad 100s system. We have determined that there is an increased chance that tiny droplets of hydrogen peroxide could fall onto the sterilization load during the cycle, if the vaporizer plate is not correctly placed. This information was distributed worldwide effective in 2005.